Manufacturer narrative:
Under service order 43438109 (dated 2020-08-31) the screws were reinstalled. Thus the failure could be confirmed. Following most probable root cause was determined out of the cardiohelp risk assessment (version 22, dms# 2021972): -mechanical forces; -wear of components; -fall of device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
Loose screws inside cardiohelp. Loose screw rattling inside. Found inverter screws to hmi board-standoff, loose with one completely out. Rei= nstalled screws on standoff. (B)(4).